Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber tip broke off at 10153j and 1:14 minutes. A second fiber was used to complete the procedure with no clinical consequences to the patient.